Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. High pressure was found in the device history log. Visual and functional tests were performed. The customer's problem was duplicated. Fluid ingression was found on the downstream occlusion (dso) sensor. The fluid ingression was the cause of the issue. The dso sensor and lcd display were replaced to fix the issue.

Event description:
It was reported that the pump was double beeping and there was a stain inside of the lcd screen. There was no patient involvement, and no patient harm/adverse event reported.